Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: there were pump reboot events and battery alarms observed in the black box prior to the complaint date. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. The battery cap was unable to fully tighten. The battery cap measured within specifications. Due to the moisture damage and battery compartment damage, the pump intermittently powered on with both the returned battery cap and a test battery cap. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.